Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received fired to the 3cm cut line and with an engaged interlock. There was no damage to the knife blade and the unit fired with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colectomy procedure, for closing the insertion of ileocecal resection, they connected gia8038lto the handle. The surgeon started to fire the device, however the firing was not smoothly on the half way and the knife was unable to be moved forward. The physician replaced the device with a new cartridge and connected to the handle and the firing was completed. The status of the patient is no problem.